Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The patient was not hospitalized for the peritonitis. On unreported date(s), the patient was treated with injection tobramycin (40mg once daily, route and duration not reported), injection vancomycin (1 gm twice daily, route and duration not reported), and injection heparin (5000 international units, 1 ml per exchange, route and duration not reported) for the peritonitis event. It was not reported if the patient was recovered or was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.